Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4)

Event description:
The patient reported that the therapy had stopped due to power on reset (por). They saw the por while trying to turn stim on. The patient had normally did not sleep with stimulation on and on the morning of the report they went to turn stimulation on and they got the por message. There were no recent medical test or electro magnetic interference (emi) exposure. The patient was able to press the sync key, and press any arrow on navigation button and was able to successfully clear the por. The therapy was turned back on. The therapy was considered adequate. Other relevant medical history includes spinal pain.